Event description:
The head of the theatre reported via our sales rep, that he observed a surgery. After the surgery was finished, the top of the screwdriver was broken off. The pt wasn't impaired by the event. The desired result of the operation was accomplished.

Manufacturer narrative:
Investigation in process, but not yet complete.